Manufacturer narrative:
No RMA has been issued for the return of this device. No further details have been provided for this event from the reporter. The wheel chair model and serial number are unknown. It is unknown if the wheel chair has the transport ready option. The user manual pn 1154294 page 63 provides the following warning regarding trro - warning: this section applies only to wheelchairs equipped with trro (transport ready option). Contact invacare corporation with any questions about using this wheelchair for seating in a motor vehicle. When feasible, wheelchair occupants should transfer into the vehicle seat and use the OEM (original equipment manufacturer) vehicle-installed restraint system. This wheelchair has been dynamically tested in a forward-facing mode with the specified crash test dummy restrained by both pelvic and upper-torso belt(s) (shoulder belts), and that both pelvic and upper torso belt(s) should be used to reduce the possibility of head and chest impacts with vehicle components. Use only wheelchair tie-down and occupant restraint systems (wtors) which meet the requirements of the sae (society of automotive engineers) j2249 recommended practice during travel in a motor vehicle. This wheelchair has been tested for seating in a motor vehicle with the factory installed seating system only. This wheelchair must be in a forward facing position during travel in a motor vehicle. This wheelchair is equipped, and has been dynamically tested to rely on wheelchair-anchored pelvic belts. If desired, vehicle-anchored pelvic belts may be used. It is strongly recommended that both pelvic and upper-torso belt(s) be used to reduce the risk of injury. To reduce the potential of injury to vehicle occupants, wheelchair-mounted accessories, including but not limited to IV poles, trays, respiratory equipment, backpacks, and other personal items should be removed and secured separately. Postural supports, positioning devices, and/or strap(s) should not be relied on for occupant restraint. These items may be used in addition to the wheelchair-anchored or vehicle-anchored belts. Trro includes four factory-installed transport brackets and a wheelchair anchored pelvic belt. (B)(4). For adult seat sizes. As of this date, the department of transportation has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare's position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the (B)(6). Invacare cannot and does not recommend any wheelchair transportation system."

Event description:
The consumer was seated in an unidentified invacare wheelchair in a vehicle, when she was involved in a single vehicle accident. The wheelchair allegedly did not function properly, thereby contributing to the injuries and subsequent death of the consumer.